Event description:
It was reported that inappropriate therapy was observed due to svt. The device was reprogrammed successfully and remains implanted. The patient condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.